Event description:
Related manufacturer reference number:3006705815-2022-13585. Related manufacturer reference number:3006705815-2022-13586. It was reported that the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on 1 april 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.